Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- lead tech. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record and the shipping inspection record of the involved product code/lot# combinations were conducted with no findings. Based on past findings, it is recognized that the guidewire may be fractured when exposed to the loads described below. It is recognized also that there is a regularity in the shape of the fracture of the core wire depending on the mechanism leading to the fracture. Fracture due to a repeated bending load at 90-deg shows that the fracture end of the cores wire is not tapered, and dimple pattern is observed on the fracture surface. Fracture due to a one-way torque load to the product kept in a bent shape shows that the fracture end of core wire is not tapered, and radial pattern is observed on the fracture surface. Fracture due to a pulling load in one-direction shows that the outside diameter of the core wire has been diminished toward the fracture end. Fracture due to pulling load to the product kept in a loop shape shows that the fracture end of the core wire has been curved and tapered. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. It is likely that actual sample might have been fractured due to having been exposed to one of the loads described in the investigation results. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. Please see MDR (B)(4) for the importer report. (B)(4).

Event description:
The user facility reported that something was noticed on the tech screen. The tip of the radifocus wire broke off in the patient. They checked the wire off the table; tip was split and the part that split broke off. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. Additional information was received on 02aug2021. The procedure being performed was a left leg angiogram. The wire was located in the patients left lower leg/ sfa. The tip of the wire was not retrieved from the patient's body. There was no blood loss. Once the tip broke the procedure was perused with intentions to fix the distal occlusion, no success in getting pack the blockage; not due to the wire; due to the occlusion.